Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and ketoacidosis with blood glucose of over 400 mg/dl, the customer current blood glucose was 248 mg/dl. Customers blood glucose was over 500 mg/dl at bed time. The customer was hospitalized on (B)(6) 2018 10:00pm. The customer was treated with manual injection. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.